Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they changed out their set and sensors and continue to have high blood glucose. Customer advised they have been hospitalized two times since starting on the insulin pump less than 6 months ago. Customer advised in addition to high blood glucose they have experienced low blood glucose as well. Customer experienced diabetic ketoacidosis, vomiting and dehydration. Customer advised they had a bent cannula both times they were hospitalized. Customer's alarm history showed no delivery, weak battery, no power and battery out limit alarm. Customer was advised to call back to test the alarms when they are ready. Troubleshooting for high blood glucose was completed and customer was advised to monitor the insulin pump and their blood glucose levels.